Event description:
This lead was thought to be dislodged one day post implant, however, the physician opened the pocket he discovered that the suture has cut through the sleeve and into the lead insulation. This lead was explanted and replaced with another pacer lead.